Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mp5310-c because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that the second IV extension tubing did not stay attached to the IV hub. The primary rn reattached and changed IV dressing earlier. Later in the day she paged the IV team to place another IV due to leaking. When assessed, we found the piv had blood return and flushed freely and the IV tubing was not tightening done on the hub.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# mp5310-c and lot# 24129102 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06dec2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.